Event description:
Procedure: pylorus-preserving pancreatoduodenectomy. According to the reporter: on the first firing over stomach, staples in distal end of sulu did not form properly. A new stapler was used and fired from the opposite side but same thing occurred. Tissue was resected with another device. Or time was extended from 30min to 1 hour.